Manufacturer narrative:
Approximate age of device - 5 years, 17 days. A full evaluation of the device could not be conducted as the device was not returned for evaluation. The report of pump stoppages and emergency backup battery operation was confirmed through a log file review. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppages were observed. The patient was reported to have been asymptomatic. The manufacturer's technical services reviewed the provided log file and confirmed the pump stoppages were due to the percutaneous lead being disconnected from the system controller. Technical services also observed emergency backup battery usage due to simultaneous disconnection of the system controller power leads. It was reported that the events were suspected to be a patient or nursing home staff error.